Event description:
During routine monitoring of non-cardiac transport pt, unit displayed intermittent "leads off" message in all leads. Ambulance personnel tried the electrodes and cables. In follow-up testing on battery support, intermittent signal was observed when pressure was applied to the ECG input connector. Pt was not compromised.